Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl (aviva) and 117 mg/dl (nano).